Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. The entire lot has been sold and distributed. Batch record for the lot identified was reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated he observed fluid leaking out of the second stay safe connector during fill 1 of treatment. On follow-up with the patient he remarked that it was the second of the two stay safe connector blue triggers that leaked on his dual connector set. The patient stated he completed his treatment on the evening of the fluid leak incident using manual therapy. The patient was able to continue use and complete treatment on the liberty cycler following the fluid leak incident without experiencing adverse events. The set was retained and was last reported to be available for evaluation but has not yet been returned.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was confirmed. During the visual inspection of the second trigger, the wrap was wrinkled. The sample was inserted in the machine to check for the leaking of the connection; at the time of the priming the leak was detected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.